Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
The manufacturer became aware of the following cases through publication: perioperative detection of paravalvular leak after sutureless aortic valve replacement by yc chen, et al. Based on the information provided, a patient presented to hospital with progressive exertional dyspnea. Transthoracic echocardiography (tte) revealed severe aortic stenosis with estimated aortic valve area 0.85 cm2 (aortic valve annulus diameter: 23 mm). Minimally invasive cardiac surgery with sutureless aortic valve (perceval valve size m) replacement (su-avr) via right mini-parasternotomy was performed. After replacement, transesophageal echocardiography (tee) revealed paravalvular leak (pvl) near the right coronary cusp. Then, stent inversion was confirmed by surgeon. After surgical revision by adjustment of the inverted stent, no pvl was detected afterwards. No further information is available at this time.

Manufacturer narrative:
The site has not provided any additional relevant information despite manufacturer's follow-up. Based on the available information, the root cause of the reported event cannot be definitively stated. Considering that no further information is provided, the root cause remains unknown. Since the device was not returned, remains implanted, and serial # was not identified, further investigation on the device could not be performed. Should further information be received in the future, a follow up report will be provided.